Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, after a short time of use the rack was locked and did not allow to continue cutting or did not open the "blades". There was no patient injury.